Event description:
It was reported that, during a remote follow-up, episodes of noise, oversensing, automatic mode switching (ams), and low pacing impedance were observed on the right atrial (ra) lead. The suspected cause of the event was ra lead insulation damage, which was not confirmed with diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.